Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed several power cycles and was unable to duplicate the customer's reported problem. The fse replaced the right master tool manipulator (mtm) and performed all necessary tests and calibrations. The system was tested and verified as ready for use. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered repeated 307 errors occurred pointing to the right master tool manipulator (mtm). The customer had rebooted the system multiple times; however, while the error would clear temporarily, it continued to return shortly afterward. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised that the right mtm may require replacement. The caller stated that they would attempt to complete the case using the system, but would convert to laparoscopy if the issue recurred. The tse also observed the error reappearing via the system logs. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was converted to laparoscopic surgery without any injury or harm to the patient. No additional ports were added.